Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.

Manufacturer narrative:
Date of this report: 23sep2021.

Event description:
The customer reported that the touchscreen stops working and unable to use the touchscreen. The customer reported that the unit was not in use on patient. The customer contacted product support and advised the touchscreen was calibrated but keeps happening. Product support advised suspect the touchscreen assembly. Product support provided the part ID and list price for touchscreen.